Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 440 mg/dl while wearing the pod between 25 and 36 hours. Symptoms reported included increased thirst and frequent urination. The patient was treated with a new pod before going to the ER. When the patient arrived at the ER the doctors gave the patient intravenous fluids. The patient was released after 5 hours.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a kink and a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear or the damage occurred or if it contributed to the pod failing to deliver insulin. Download data showed no timeouts or drive stalls and no alarms were generated. No other damages or defects were found with the device and the cause of the event could not be conclusively determined.